Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxguard extension set with needleless y-site(s), stopcock(s) and manifold was damaged. The following information was received by the initial reporter with the following verbatim: verbatim: customer is saying tubing is defective.

Event description:
No new information. It was reported by the customer that saying tubing is defective. Verbatim: customer is saying tubing is defective.

Manufacturer narrative:
Additional lot number captured in verbatim: d4. Medical device lot #: 23049270, 23089318. D4. Medical device expiration date: 20-apr-2023. H4. Device manufacture date: 20-apr-2026. No product or photo was returned by the customer. The customer complaint of tubing defective could not be verified due to the product not being returned for failure investigation. Device history record review for model mx4436 lot number 23049270 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.